Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot# 34756240210; mfg date august 2010) is not known to the manufacturer as the pt cable is not labeled for single use. The 14 volt power module pt cable was returned to the manufacturer for evaluation. Visual inspection revealed that the outer jacket of the cable had been damaged, exposing the shield beneath and the internal wires. The power module pt cable was connected to test equipment, and a yellow wrench and yellow battery alarms occurred on the power module when the cable was maneuvered. A red heart alarm occurred on the power module when the cable was maneuvered. A red heart alarm occurred on the system controller and the system monitor displayed 'low flow" and then "pump off". The outer jacket in the area of the outer jacket damage was removed and the braided shield beneath the insulation was found to be disrupted. The examination of the wires revealed that the insulation broke on one of the power wires. The positive or negative voltage lines, or battery gauge lines, may result in the yellow wrench and yellow battery alarms on the power module if the lines shorted to the cable's shield. A power line shorting on a shield wire could result in pump stoppage. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that while the pt was at home, he experienced intermittent audible alarms when connected to the power module pt cable. It was also reported that a section of the pt cable had been taped. Upon removal of the tape by the hospital staff, it was noted that the internal wires were visible. The pt cable was exchanged. The pt remains ongoing.